Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported via phone call that the customer's insulin pump has damage to the reservoir compartment and the reservoir will not lock in place. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.